Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded by hospital.

Event description:
It was reported that in performing a bunionectomy with osteotomy on the first metatarsal of patient's left foot, the thread head of a 3.5mm fixos compression screw broke off. The screw could not be removed, and the procedure was completed unsuccessfully as no compression was achieved. The surgeon did not report any plan for resolution.